Event description:
Major pump unit(s) involved: blood pumpspecific component(s) invloved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: power limit advisories, lvad making "grinding sound". Specific component(s) involved: pump drive unit malfunction. Additional text: grinding sound. Power limit advisories. Intermittent pump stops. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump; switch from vented electric to pneumatic-mode. Other intervention : implant device type: lvad.